Event description:
Additional information was received from the patient. The patient reported they saw a representative who was able to add another program addressing the issue. The patient noted the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient reported that every time they go to bed their leg vibrates a lot and they feel it in their leg. Patient stated that it's getting to the point where they can't go to sleep at night. Patient also stated that a lot of times the handset will come up and say to restart the handset. Patient mentioned that every time they go to bed they hurt a lot and feel a lot of sensations and think that there is a potential interference between their therapeutic bed and stimulator. Patient noted they have a therapeutic bed that has a vibrator in it and that they get a lot of shaking in their leg and hip from the stimulator when they are in the bed so they end up turning the stimulator off. Patient stated that they have issues with some programs and they switch back and forth not getting comfortable and some days the pain is in their leg and some days the pain is in their back. Patient reported that they will switch groups to get therapy for their leg when it hurts but then their back starts to hurt so they switch and then get therapy for their back but as soon as they switch then their leg starts to hurt. Patient mentioned that yesterday they had leg pain and it was ridiculous, they switched groups to address the pain and it went away but then their back started hurting. Patient noted that the handset will say it needs to be restarted and then the battery won't come on and so they thought the issue was the battery because it won't connect and then triggers the message that says to reset the handset; patient followed up saying they have to do that a lot. Agent recommended that patient have their stimulator and programs looked at by a representative (rep) and asked if patient has ever worked with a rep; patient mentioned they work with a rep but they are busy and have a hard time calling the patient back. Agent reviewed nas with patient and advised patient to try calling their doctors office for assistance. Patient noted that they are going to call the rep for assistance. When asked for an event date; patient stated within a week of having the stimulator and it seemed to be right away and they thought it was just them. The patient was redirected to their healthcare provider and rep to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient stated they were a new client therefore they added another program to try. Pt have to learned how to control the programs. The technician explains ways to lower vibrations and added a program that pt can control legs and back separately. Issue has been resolved.